Manufacturer narrative:
Based on the available info, this event is deemed reportable malfunction. A recurrence of this malfunction is likely to lead to or contribute to a serious illness to a pt. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the pt to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the flexi-seal fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions an observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. The lot number is unk because the unit was discarded after use. Therefore, we are unable to determine the exact site of manufacture. Both potential mfg sites are listed below. Pt was not harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info be rec'd, a f/u report will be submitted. A returned sample is not expected for eval.

Event description:
It was reported that during product use on pt, a leak of the retention balloon was identified once inflated.